Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been previously reported for this lot number. Investigation summary: the device was not available for evaluation, as the stent remains implanted and the delivery system was not returned. Three photos of x-ray images and a photo of the package label were provided. Based on the photos provided the stent length could not be determined and a stent foreshortening could not be confirmed. Based on the resolution of the photos the strut pattern could not be verified. A measurement of the balloon length or stent length was impossible because adequate scaling information was not provided. Due to poor resolution it was also not possible to estimate the length compared to the balloon. In summary, the reported issue could not be reproduced and the investigation will be closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: 'remove slack from the delivery system catheter held outside the patient.' And 'verify that the distal and proximal stent ends are distal and proximal to the target lesion confirm that the introducer sheath is secure and will not move during deployment to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position. While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1 cm minimum with distal end of the stent apposing vessel wall, deployment continues with the following method. While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end. Deployment of the stent is complete when the proximal stent end apposes the vessel wall and the sheath radiopaque zone is proximal to the proximal end of the stent.' Furthermore, the IFU states: 'predilation of the lesion should be performed using standard techniques.'

Event description:
It was reported that post stent deployment in the superior femoral artery, imaging displayed that the stent was allegedly shorter than expected. Reportedly, the device did not match with the measurements displayed on the packaging. Furthermore, the lesion was pre dilated, the system was held at the black proximal sheath and no difficulty was encountered during stent deployment. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer; however a photo was provided and a photo review will be performed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post stent deployment in the superior femoral artery, imaging displayed that the stent was allegedly shorter than expected. Reportedly, the device did not match with the measurements displayed on the packaging. There was no reported patient injury.